Event description:
Doctor's assistant alleges that a full upper impression was taken using aquasil deca monophase. That evening, the pt "became sensitive when drinking coffee." Pt returned to the doctor's office the next day. Doctor said "it looked like the pt burned their mouth eating/drinking something hot." Doctor referred pt to an oral surgeon. The oral surgeon prescribed an antibiotic oral rinse and lidocaine.